Event description:
It was reported that the patient received an ncb pp dist fem plate l12, l278mm, left side, on an unknown date. According to the complaint, the patient was mobilized with partial load and it suddenly made a "crack." X-ray pictures revealed a broken plate. The patient underwent revision surgery on (B)(6) 2013.

Manufacturer narrative:
The manufacturer did not receive the affected device for review. Though there were four x-ray pictures received, the surgical reports were not made available. The lot numbers were received for the device, and the device history records were reviewed and found to be conforming. While the cause for this specific event cannot be ascertained from the information provided, once more information and the device is returned and the investigation result is made available, an updated report will be submitted. Zimmer reference number (B)(4).